Manufacturer narrative:
Due to the fact that the customer still declined to send the product back to us, we performed a visual inspection during a visit there. Contrary to the description in the initial report, no breakage of the device could be found. A disengagement between the carbon fiber pole and the aluminum shell was recognized. We assume that overload was the root cause for the disengagement. A serious injury in case of recurrence is very unlikely. We never received information about a similar incident where an injury had occurred. We conclude to close this case due to the above described reasons.

Event description:
(B)(4).

Manufacturer narrative:
September 18, 2015 11:07 am (gmt-4:00) added by (B)(6): a maquet representative visited the hospital and asked to send the device back for further investigation. Currently the hospital has declined to send the product back. Maquet remains in contact with the hospital and will provide a follow-up to this report when the product is returned and after investigation. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During the preparations for a hip arthroscopy procedure the user provided the countertraction post with a padded roll and attach it to the operating table (extension table). In the process of positioning the patient on this table, the user set up a tensile force over both legs on the hip and thus on the countertraction post. This action caused the countertraction post to break. No injury reported to maquet. (B)(4).